Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.

Event description:
It was reported that the patient had their entire implantable cardioverter defibrillator (ICD) system explanted due to infection. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.